Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading into the delivery tube. The hosp did not provide any additional info. No pt complications were reported by the hosp.